Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken joint that connects the rear pulse wires inside the distribution node (dn). Additionally, the cable connecting the dn to the rear therapy electrode, the cable connecting ecgs "c" and "d", and the trunk cable were pulled from strain relief. The root cause for the broken joint was physical abuse. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(6) and reported that the therapy electrodes were non-functional.